Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the 4k autoclavable camera head produced no image when plugged in. The issue was observed during preparation for use and the procedure was completed with a similar device. There was no patient harm or injury reported.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed/reproduced. During inspection and testing, the image was present and within specification. Additionally, the device evaluation found that the cable seal ring was damaged, and the device failed the pressure leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.